Event description:
It is reported that the pt was revised due to dislocation and pain. During the surgery, it was noted that the articular surface had disassociated from the tibia baseplate, flipped over completely and was riding up on the superior aspect of the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.